Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia. The customer also reported blank screen on the insulin pump. The customer reported blood glucose value of 62 mg/dl. The event involved product(s) mmt-1884l, mmt-7040a, mmt-342g and mmt-432ag. Troubleshooting was performed, and display did not return after pump restart. No further patient complications were reported. Mmt-1884l was requested and customer response was the device will be returned. No product return is required for mmt-7040a, mmt-342g and mmt-432ag.

Manufacturer narrative:
The p-cap locks properly into the reservoir compartment. The pump was received with a blank display. Unable to perform the sleep current test, active current test or self test due to blank display. Unable to download history files or traces due to blank display. The pump was cut open to perform visual inspection and found a crack on the u6 chip. The following were noted during visual inspection: scratched case and pillowing keypad overlay unable to confirm low bgs during analysis. Blank display was confirmed during analysis due to a cracked u6 chip. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.